Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field d8, d9, h3, h4, h6, h7. H9. Corrected fields: correction to g3 of the initial medwatch. The aware date should be: jul 16 2024. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over five (5) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint/reportable malfunction was confirmed. Based on the results of the investigation, it is presumed that the phenomenon is caused by a malfunction due to a failure of the printed circuit board. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the high flow insufflation unit experienced an issue where the control unit switched off during use without giving any alarms. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.